Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. Visual inspection of the disposable device revealed that the tip of the waveguide was broken off. Visual inspection revealed battery contact pin # 13 on the post-mitigation pin pad was damaged. The device had been used in a procedure. The device stopped working. Investigation personnel performed functional testing on the returned hand piece using a test lab generator and battery. The assembled device returned a green light and a welcome tone, but immediately returned a red light emitting diode(led) indicator with an error tone (alarm activation) when the device was activated. This characteristic indicated that the device was not functional. The waveguide had its tip missing, and the missing piece was not returned. Investigation personnel concluded that the titanium waveguide was in use when it cracked and broke off, and may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. During use. Investigation personnel found out that the pin # 13 was bent on the post-mitigation pin pad. This failure is not a supplier or manufacturing defect as the device would not have passed final functional testing on the production line prior to shipping as the production line does a 100% inspection and testing of all dissectors. User damaged contact pins are addressed in the instructions for use (IFU) which warns customers to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The cause of the failure was determined to be the damaged dissector battery contact pins and the damage can be attributed to the user because the device had been used in a procedure. The dissector battery contact pin pad on this device is a new design intended to drastically minimize the occurrence of bent pins. The instructions for use(IFU) advises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. The IFU also states: do not use damaged components, as this may result in injury to the patient or user. The IFU also provides specific instructions for attaching the battery pack to the dissector to avoid damaging the contact pins from improper attachment. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device did not work even they changed the battery three times and the transducer twice. They used different type of a device to complete the procedure. The initial visual inspection of the disposable device revealed that the tip of the waveguide was broken off. The broken piece was not returned. No further information available.